Manufacturer narrative:
Patient age: exact age is unknown; reported as approximately (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) for a patient with three metacarpal fractures, the surgeon experienced difficulty threading the drill guide into two of the plates. A total of three plates were implanted. Surgeon was finally able to thread the drill guide into the two plates. An alternate device was not used. The surgeon completed the procedure with the same drill guide. The surgeon was able to insert the locking screws into the plates and achieve satisfactory results and successfully complete the procedure. There was an approximate two to three (2-3) minute delay in surgery. This is report 1 of 1 for (B)(4).